Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain lower ("excessive cramping") in a 47-year-old female patient who had essure (batch no. 829604-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, hypercholesterolemia, benign neoplasm and subacute bacterial endocarditis. Concomitant products included cilest (sprintec), cilest (trinessa), ferrous sulfate (feosol) and levothyroxine. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("blood or heart disorder/condition; iron deficiency anemia"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue"), headache ("headaches"), uterine inflammation ("inflamed uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea"), abdominal distension ("gastrointestinal or digestive system condition; abdominal bloating"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), weight increased ("weight gain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - da vinci robotic-assisted total laparoscopic) and surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, fatigue, headache, uterine inflammation, iron deficiency anaemia, the last episode of dysmenorrhoea, abdominal distension, hormone level abnormal, migraine, weight increased and adenomyosis outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, uterine inflammation, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on an unknown date: no evidence of fallopian tube patency. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue"), headache ("headaches") and uterine inflammation ("inflamed uterus"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, fatigue, headache and uterine inflammation outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache and uterine inflammation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain lower ("excessive cramping") in a 47-year-old female patient who had essure (batch no. 829604) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, hypercholesterolemia, benign neoplasm and subacute bacterial endocarditis. Concomitant products included cilest (sprintec), cilest (trinessa), ferrous sulfate (feosol) and levothyroxine. On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("blood or heart disorder/condition; iron deficiency anemia"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue"), headache ("headaches"), uterine inflammation ("inflamed uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea"), abdominal distension ("gastrointestinal or digestive system condition; abdominal bloating"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), weight increased ("weight gain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - da vinci robotic-assisted total laparoscopic) and surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, fatigue, headache and uterine inflammation outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, uterine inflammation, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on an unknown date: no evidence of fallopian tube patency most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received: lot number, reporter information, patient details and lab data were added. On (B)(6) 2018: pfs received- lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events- abnormal bleeding (vaginal), menorrhagia, blood or heart disorder/condition; iron deficiency anemia, dysmenorrhea, gastrointestinal or digestive system condition; abdominal bloating, hormonal changes, migraines, pain, weight gain, adenomyosis were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.